Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly upon interrogation. The device also exhibited a phantom programming. The patient did not experience any adverse consequences. The device remained implanted.